Event description:
It was reported that patient said the purewick female external catheter were not working. Could not hear the suction through the wicks. Representative advised them if the valve under the lid was not reset it would not suction. Asked them to shake the lid they try the water test they stated they would. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Since the lot number for this complaint is unknown, the manufacturing site for pwfx30 can either be juarez or malaysia. Hence both baw8706263 rev 0 and baw2456229, rev 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said the purewick female external catheter were not working. Could not hear the suction through the wicks. Representative advised them if the valve under the lid was not reset it would not suction. Asked them to shake the lid they try the water test they stated they would. It was unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.